Event description:
A report was received that the patient will undergo a pocket revision procedure due to pain and discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to pain and discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to pain and discomfort at the pocket site.

Manufacturer narrative:
Additional information indicates that during pocket revision, the physician replaced patient's ipg and the leads. The leads were replaced due to them being frayed. The physician chose to replace patient's ipg due to preference. The physician moved the pocket to a more comfortable location. The patient is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-2108-50m, serial # (B)(4), (B)(4) description: scs lead kit, phase 2 sterile package.

Manufacturer narrative:
The returned product investigation did not confirm the complaint. The ipg passed visual, performance, and electrical tests. The possibility of electrical leakage could cause pain in the patient's pocket was investigation and not confirmed. The device exhibits normal device characteristics. The returned product analysis of the leads concluded they exhibited normal device characteristics. No fraying of the leads was observed.